Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead complained of shoulder pain nine days after a routine implant procedure. The patient presented to the emergency room where an increased superficial venous pattern in the region of the implant site was noted. The patient's left arm was minimally swollen. A doppler study was positive for evidence of an acute deep vein thrombosis (dvt) of the left subclavian vein. The patient was started on heparin as a bridge to therapeutic coumadin. There were no adverse patient effects reported. The lead remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.